Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: drive shaft-minimum 520mm length-for use with ria was received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the device was broken. The rest of the device shows minimal wear which would not contribute to the complaint condition. Thus, the reported complaint is confirmed. Dimensional inspection: dimensional inspection of the received was performed at cq. The diameter of the drive shaft was measured and is within specification as per relevant drawing. Document/specification review: the relevant drawings were reviewed during the investigation: no design issues or discrepancies were noted during the investigation. Review of the manufacturing record(s) evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The device was observed to be broken. Thus, the complaint is confirmed. While a definitive root cause for the reported problem cannot be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 314.743. Synthes lot # 7128719. Supplier lot # 7128719. Release to warehouse date: 05 jun 2013. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a reamer/irrigator/aspirator shaft was found broken in the decontamination area. It broke during an insertion of an intramedullary nail last (B)(6) 2019. Fragments were generated and were easily removed. There was no surgical delay. The procedure was completed successfully. Patient status was stable. Concomitant device reported: unknown ria head (part # unknown, lot # unknown, quantity 1), unknown ria tube assembly (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).